Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a leak around the catheter since it was implanted in 2002. The patient reported that they tried increasing the dose and changing the drugs from morphine to dilaudid. The therapy was not really successful until the pump replacement in 2008. The patient still had the original catheter implanted. Although the system shows that the catheter was changed during the pump replacement in 2008, the patient insisted that was not the case. The patient reported that the healthcare provider (hcp) switched the connection but the patient could not explain which connection was replaced. The pump drug was switched from morphine to dilaudid during this event. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11183r16, implanted: (B)(6) 2002, product type catheter. (B)(4).